Event description:
It was reported that the patient presented in the emergency room (ER) reporting that the pump was alarming. The patient could not determine if the alarm was single toned or two toned. The patient¿s managing health care provider (hcp) was unavailable on the report date as well as the following day due to holiday. The alarm was heard but telemetry was not performed. There was no therapy or medical problem, the patient was not symptomatic as of the time of the report. Later the same day, a device manufacturer representative indicated a motor stall was occurring and had been since ¿about¿ 12:30 on the report date. There was also a previous stall from ¿a few days¿ prior and the pump was apparently running in-between. It was noted the patient was non-verbal so they could not get his feedback. It was noted the patient was alert but the reporter thought the patient seemed uncomfortable. The device system was used to deliver baclofen. The following day it was reported the patient¿s mother indicated the patient seemed irritated, had increased tremors and was sweating at the time of the stalls. The pump had been audibly alarming. It was reported the most recent stall had not recovered so the pump was replaced. It was noted the hospital would keep the pump to do their own assessment so the device manufacturer representative had no idea and how he could return the device for analysis. It was clarified the device delivered lioresal. The patient reportedly seemed better once the pump was replaced. Two days following the initial report, it was indicated the emergency pump replacement due to the motor stall went well and the patient was recovering from surgery. It was noted pump was released from the hospital to the device manufacturer representative. It was reported during the replacement, the catheter was found to be patent. Prior to the hcp removing the old pump, he aspirated easily 2ml. The pump was then replaced and the hcp checked csf (cerebrospinal fluid) again once it was connected and the hcp was able to aspirate. The patient had previously been on 620mcg per day but after the replacement the hcp lowered the dose to 100mcg since they were unsure how much drug the patient had been getting since the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) didn¿t know the cause of the stall and indicated ¿mechanical failure¿. The last contact the hcp had with the patient was on 2013-(B)(6) for prior pump refill at which time the residual volume was higher than expected. The actual residual volume was 3ml while the expected had been 0.8ml. The pump was replaced as reported and the dose was reduced. The hcp noted ¿this is pump failure ¿ by itself¿.